Event description:
Head snapped while in use.

Manufacturer narrative:
This complaint has not been confirmed. The device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No medical attention was reported to have been sought, no injury was reported. This event is being reported as there is the possibility of a choking hazard.